Event description:
It was reported that a spectrum pump had an issue of inoperable keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had an inoperable keypad' was reproduced as the left column of buttons on the keypad was inoperable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the left column of buttons on the keypad are inoperable the keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.